Event description:
The customer received a questionable high carbamazepine result for one patient sample. The initial result was 67 umol/l. The repeat results were 52.5 umol/l and 52.1 umol/l. No information was provided to determine if any erroneous result was reported outside the laboratory or if the patient was adversely affected. The carbamazepine reagent lot number and expiration date were not provided.

Manufacturer narrative:
The customer declined to provide any additional information for an investigation. The root cause could not be determined. This case is a duplicate to 1823260-2012-06210.

Manufacturer narrative:
No information was provided on the specific part number involved in this event. This event occurred in (B)(6).